Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: january 11, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the restocking of trays, it was noted that the tip of the screwdriver shaft was twisted. The tip became twisted and worn from use over a period of time. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the subject device. This complaint is confirmed for the tip of the screwdriver shaft was observed to be warped/twisted. Not broken or missing fragments. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already warped/damaged. Visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The balance of the devices is in good condition with normal surface wear that would not impact device functionality. Small hex screwdriver shaft drawings were reviewed during this investigation. The features of the device tip could not be accurately verified due to deformity of the features. Device shaft diameter measured within specification per relevant drawing. Application of excessive force to the screwdriver may have contributed to the warping of the device tip. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.